Event description:
The physician was attempting to pre-dilate a lesion in the proximal lad using a 2.5 mm diameter x 21 mm length nc sprinter rapid exchange (rx) coronary balloon, inflated up to 18 atm's. The target lesion was reported to exhibit severe calcification and 99% stenosis. The physician had also used a 2 mm compliant balloon to treat the target lesion. The nc sprinter balloon was inflated once for approximately 20 seconds when a balloon burst occurred. When the physician attempted to withdraw the nc sprinter device, the shaft of the balloon detached from the rest of the balloon. The pt suffered ventricular fibrillation when the balloon and the guidewire became lodged in the coronary arteries. The pt underwent urgent surgery. Current pt status is "fine and feels good" and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Device eval: the distal outer shaft was damaged proximal to the balloon bond area. Approximately 17.5 mm of the balloon remained attached to the outer shaft. The wire entry port bond remained intact. The inner had detached immediately distal to the bond. Cine image eval: the procedural images confirmed the difficult nature of the vessel. The images showed the attempted unsuccessful retrieval of the detached materials from the vessel. The detached material remaining in the vessel is confirmed based on the presence of the two inner shaft markers on the procedural images provided. Eval, methods: film. Severe calcification, 99% stenosis. Arrythmias, including ventricular fibrillation. Shaft. Eval, conclusions: severe calcification, 99% stenosis.